Event description:
The event occurred in brazil during maintenance. It was reported that the pump did not start when the drive was tested. It was also reported that the emergency drive closing snap kit was defective. Furthermore, a photo of the rotaflow displaying the "head error" was provided. No further information has been provided. Additional information has been requested but is still pending. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in brazil. It was reported that the pump/drive could not start because the error message "head error" was displayed. It was also reported that the emergency drive closing snap kit was defective. It was noticed during the preventive maintenance. No harm to any person has been reported. Customer will not order a service or repair of the device rotaflow console with s/n (B)(6), therefore based on the information available at this time no failure or malfunction of the the device could be confirmed. Customer has 3 more rotaflow devices and he is aware that each device requires an own drive. For the broken closing snap it was confirmed by the customer and field service technician that it broke due to misuse by the customer. However, the following most possible root cause could be determined for the reported "head error": the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. A review of non-conformities was performed on 2023-12-11, and during the time from 2008-05-26 to 2023-12-11 there are no non-conformities in regard to the reported product and failure "closing assy". There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n: (B)(6) was produced 2008-05-26. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
This follow-up report is being submitted solely to correct the code used under the "medical device - problem code" category. Upon a recent review, it was identified that the original report contained coding errors in this section. The investigation outcomes remain unchanged, and no new findings have been added. This update is for coding accuracy only. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID (B)(4).